Event description:
It was reported that there was a puncture in the sterile packaging.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: puncture in sterile packaging probable root cause: design -improper packaging design process -packaging process executed outside of specifications or process parameters application -poor handling during shipping the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a puncture in the sterile packaging.